Event description:
It was reported that the user experienced fluctuating blood glucose and a sensor issue after a factory reset and device restart, sought re-education on the learning phase, and received guidance on best practices. Symptoms included low glucose. Outcomes included oral glucose treatment. Investigation included review of the user¿s bionic report and education on learning phase use. Investigation of this case revealed an unclear cause for hypoglycemia without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.